Event description:
It was reported that during a percutaneous angioplasty procedure, the filter prematurely deployed. The pt presented with a gangrenous right foot and a below-the-knee amputation was going to be performed. A venocavogram was performed prior to the insertion of the device. A cut-down was done to enter the femoral artery, and no issues were encountered at that site. The guide wire was advanced into the inferior vena cava (ivc). The tract was dilated, and the dilator removed. The dilator with the sheath was then introduced over the guide wire. The dilator was removed, and the greenfield filter delivery system was then introduced. The physician encountered difficulty negotiating the greenfield filter delivery system in the pelvic area, therefore the physician attempted to withdraw the delivery system. The physician stated that during withdrawal the device was "seeming" to be hung up in the iliac vein". The greenfield filter was then deployed without the safety feature being released. The greenfield filter was deployed at the bifurcation of the internal and external iliac vein. There was no perforation, and films showed no leakage. The physician made an incision to confirm placement of the filter and felt that the pt was adequately protected from embolus. The pt was fine and continued on to have the amputation performed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.